Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. DHR (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a catheter shaft break occurred. During the procedure, the physician released the ablation catheter and realized that it was fractured. The contact was not too high at any time. At original unpacking of the catheter, this defect had not been identified. The smart touch catheter was replaced and the problem resolved. An agilis st. Jude medical sheath was used and the catheter was removed without difficulty. The procedure was completed with no patient consequence. Upon request additional information was received on the event. The damage was in between the handle and the tip in the shaft region. There was no visible ring damage, however it is possible that there was exposed wire at the breakage site. This event is indicative of a reportable event as the damaged area is inserted into the patient, therefore the shaft damage and possible exposure of internal components could potentially cause patient injury.

Manufacturer narrative:
In initial report device history record was incomplete. The device history record (DHR) of the lot# 17263990m was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4)